Event description:
It was reported that alarm 01 was triggered. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a new cartridge and resumed insulin, following instructions from technical support.